Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event of kinked cannula on (B)(6) 2025. The site of insertion was abdomen. Patient noticed within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.